Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of alarm. Additionally, a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. A new cartridge was loaded resolving the issue.